Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is confirmed that the images will be displayed by inputting signals from the processor directly into the monitor, it was presumed that the reported phenomenon was caused by other factors other than the device (connecting cables). Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Tac (technical assistance center) support engineer during a call, had the customer disconnect the sdi cable from their broken monitor and connected the oev-262h directly to the cv-190 via sdi (serial digital interface) out 2 on the cv-190 to sdi in 1 on the oev-262h. Tac had them change the input on their oev-262h port (b) to sdi 1 in. Once completed, the customer was able to get a clear image. The issue was resolved , no further issues were reported. Based on troubleshooting conducted by tac, the issue could be due to use handling . If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
It was reported that the device oev-262h was no image via a uwit (wireless image transmitter unit). There was no patient involvement. No user injury reported.